Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported open circuits after the implantable neurostimulator (ins) replacement. The device was replaced as per normal. The previous ins was eri (elective replacement indicator) and all impedances were normal. Once the ins was replaced electrodes 4 and 7 on the right side were found to be open. Impedances were found to be in excess of 40,000ohms. No diagnostics were performed but multiple tests were run to verify. No interventions or actions were performed, as electrode 5 was functioning properly. The health care provider (hcp) will monitor the patient and if the system cannot deliver therapy, then the hcp will decide if exploratory surgery is required. The hcp suspects a pocket adapter might require replacement. The rep was going to obtain additional information from the hcp in four days. It was unknown if the issue was resolved at the time of this report. The patient's medical history included: parkinson's disease and postural hypertension. If additional information is received, a follow up report will be sent.